Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and all conductors were distorted. It was noted that there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), the guideware was stuck in the lead and the lead appeared to have been damaged at implant.

Event description:
It was reported the during the implant procedure the guidewire became stuck in the lumin of the lead and could not be removed. The lead was removed and and replaced. No patient complications have been reported as a result of this event.